Manufacturer narrative:
Returned device was received in damaged physical condition but the housing is cracked. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the returned device. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd legacy 6400 pump was double beeping no cassette. Event occurred during testing. No patient involvement.